Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a concentric lesion in the mid left anterior descending coronary artery which was 90% stenosed and mildly tortuous. A 2.0x15mm mini trek balloon dilatation catheter (bdc) was advanced without resistance to the target lesion for pre-dilatation, but ruptured during the first inflation at 5 atmospheres. The trek bdc was removed without resistance and a new 2.0mm nc trek bdc was used to successfully pre-dilate the lesion. The procedure resulted in a reduction to 5% stenosis. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.